Event description:
Perfectcut lancet failed to cut in a 4 mm, cross-cut pattern. The lancet made a linear cut instead, approximately 6 mm in length, thus cutting a larger hole than necessary in the aorta. Per the surgeon, this could have lethal to patient. Patient suffered minor harm.